Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turned on. Customer stated that insulin pump got battery failed to insert battery using the energizer battery they attempted to clean the battery cap, pressed the back button while the battery was out and put another fresh battery but insulin pump wont turn on . Customer stated that the frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Failed battery test not confirmed. Frozen screen not confirmed. (B)(4).